Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed that the 24v signal to the foot- hand switch was switched off. The fse solved the issue by re-connecting the foot switch cable connector and restarting the system. Analysis of the log file showed that there was an overcurrent condition in the 24v supply to the hand- foot switch causing the 24v output to disable. After reconnecting the connector and restarting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.